Event description:
--

Event description:
Subsequent information from the clinical investigation center, states the patient had been initially hospitalized due to shortness of breath, elevated troponin and acidosis, combined with acute respiratory insufficiencies; confirmation of deterioration due to septic shock. On the reported date of death, asystole was noted and CPR performed; however, the patient passed away. The device is not intended to be returned for a post market evaluation and no product allegations were reported from the primary clinical investigator.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product had died due to septic shock.